Manufacturer narrative:
IFU/surgical technique review: review of the IFU and surgical technique of the initial implantation cannot occur as no information is available regarding the surgery. Per (B)(6), trilliant surgical's sales representative, the surgery occurred approximately two years ago and fusion occurred. Review of the IFU and surgical technique of the event in dr. (B)(6) office was performed. Per IFU 900-01-008 rev. N, it is unknown whether the tri-spade stem was fully exposed prior to removal, but correct drivers were utilized in the attempted removal. Dimensional inspection: the implant remains in the patient as a removal surgery has not been scheduled at the time of this report. Similar complaints review: the complaint log was reviewed and this is the only report of inflammation for this device family. Two other complaints for implant misplacement were identified, but both were for misplacements quickly following surgery where this misplacement did not occur until over two years after the surgery date. The 12,298 two-step hammertoe implants have been distributed by trilliant surgical. Conclusion: conclusion regarding the implant inflammation/exposure cannot be definitively determined. No other conclusions regarding the implant can be drawn at this time of the investigation. The implant remains in the patient and a removal surgery has been reschedule at a later date, unknown at this time.

Event description:
Dr. (B)(6) at (B)(6) hospital on (B)(6) 2016 successfully performed a bilateral pipj arthrodesis procedure with the 3.4x14mm hammertoe implant (204-30-014.) According to sales representative, the patient of the aforementioned procedure visited dr. (B)(6), a partner of dr. (B)(6), office on (B)(6) 2018 reporting of inflammation and exposure of the hammertoe implant in the 2nd metatarsal of the right foot. Preemptively, sales representative had two 3.4mm spade drivers (214-00-009) sent from corporate on (B)(6) 2018 to arrive on (B)(6) 2018 for removal in the operating room. However, upon viewing the patient in office, dr. (B)(6) believed he could remove the implant during the scheduled visit and utilized the drivers that were sent previously for removal. As dr. (B)(6) attempted to back the exposed implant out from the second metatarsal, the 3.4mm spade driver (214-00-009) flared. To continue with the removal, dr. (B)(6) used the second 214-00-009, which also flared. Dr. (B)(6) used "needle nose" pliers to correct the flares to complete the removal, but deemed this unsuccessful and decided that the patient will have to go to the operating room to complete the removal of the 204-30-014 implant as it was noted that the patient's bone was too "dense" to operate in office. The two 3.4mm spade drivers (214-00-009) will be returned to corporate for review. The 3.4mm x 14mm implant (204-30-014) will possibly be returned post removal. This report, 3007420745-2018-00012, documents the adverse event associated with the misplacement and inflammation of the 3.4x14mm hamemrtoe implant requiring surgical intervention. Medwatch report 3007420745-2018-00013 shall document the flaring of two spade drivers during attempted removal in office requiring the patient to go to the operating room to complete the removal.

Event description:
Doctor 1 at hospital x on (B)(6) 2016 successfully performed a bilateral pipj arthrodesis procedure with the 3.4 x 3.0 x 14mm hammertoe implant (204-30-014). According to a trilliant surgical sales representative, the patient of the aforementioned procedure visited doctor 2's, a partner of doctor 1's, office on (B)(6) 2018 reporting of inflammation and exposure of the hammertoe implant in the 2nd metatarsal of the right foot. Preemptively, the sales representative had two (2) 3.4mm spade drivers (214-00-009) sent from corporate on (B)(6) 2018 to arrive on (B)(6) 2018 for use in removal in the operating room. However, upon viewing the patient in office, doctor 2 believed he could remove the implant during the scheduled visit and utilized the drivers that were sent previously for removal. As doctor 2 attempted to back the exposed implant out from the second metatarsal, the 3.4mm spade driver (214-00-009) flared. To continue with the removal, doctor 2 used the second 214-00-009, which also flared. Doctor 2 used "needle nose" pliers to correct the flares to complete the removal, but deemed this unsuccessful and decided that the patient will have to go to the or to complete the removal of the 204-30-014 as it was noted that the patient's bone was too "dense" to operate in-office. MDR report documents the adverse event associated with the misplacement and inflammation of the 3.4 x 3.0 x 14mm hammertoe implant requiring surgical intervention. MDR report 3007420745-2018-00013 shall document the flaring of two spade drivers during attempted removal in office requiring the patient to go to the or to complete the removal.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Catalog# and serial# (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Lot# and unique identifier (UDI)# (d4) could not be confirmed. All possibilities are listed below. 5. Explanted date (d7) n/a to this report. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. As a result of item 4 above, device manufacture date (h4) could not be confirmed. All possibilities are listed below. 9. Section h9 n/a to this report. 10. No files attached to this report. Corrected information provided in follow-up submission b5: description of event / problem for initial submission: corrected to not identify any physician or institution by name. D2: common device name (product code is correct in initial submission). D3: email address removed and fax number added. D4: catalog#, serial#. E1: initial reporter (and associated telephone number) corrected to physician who reported the event to the distributor (sales representative). Sales representative's email address removed. G3: report source corrected to health professional and distributor and selection for company representative removed. H10: corrected data: additional information provided in follow-up submission: d4: lot#: (see below.) G1: note different personnel is submitting the follow-up submission than submitted the initial submission, but the initial submission featured no information in section g1. H10: additional manufacturer narrative. Investigation summary: DHR review: while the specific lot number of the involved implant (3.4 x 3.0 x 14mm hammertoe implant, 204-30-014) could not be identified, the following lot numbers were identified and reviewed as possibilities: 1. Lot#: tsl000968 [manufactured 05/02/2014, UDI: (B)(4)] which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. 2. Lot#: tsl001480 [manufactured 08/19/2014, UDI: (B)(4)] which had no associated ncrs, rwks, or deviations. As a result of this DHR review, no adverse events that correlate to the reported device malfunction were identified during the production of the hammertoe implant involved in this MDR report. IFU/surgical technique review: review of the IFU and surgical technique of the initial implantation cannot occur as no information is available regarding the surgery. Per trilliant surgical's sales representative, the surgery occurred approximately two (2) years ago and fusion occurred. Review of the IFU and surgical technique of the event in doctor 2's office were performed. Per IFU 900-01-008 rev. N, it is unknown whether the tri-spade stem was fully exposed prior to removal, but correct sized drivers (i.e. Mating parts) were utilized and flared out. Review of similar complaints: the complaint log was reviewed for similar complaints for the past three years inflammation: the complaint log was reviewed for complaints related to inflammation for all two step hammertoe implants. This is the only reported event for inflammation. Misplacement: the exposure of the implant was considered a misplacement or migration of the implant. Two (2) similar complaints were identified. Per 16-07-023 involved a misplacement of three (3) two-step hammer toe implant system implants which was identified immediately post-operative. Additionally, per 18-06-006 involved a report of a migratedtwo-step hammer toe implant system implant that was documented in a white paper. Very little information was available for per 18-06-006 as it was discovered during a retrospective review.